Event description:
A medsun report was not done because the cre was initially considered an infection and there was no indication at the time that it was device related involving 8 patients. Once again the infection control practitioner (physician) reported this to the FDA. The cre infection was identified and investigated by the infectious disease dept. The investigation did not identify any issues with a medical device until later when all the cases were investigated and trends were identified with two duodenoscopes. When this became apparent, the infectious disease physician contacted FDA directly to report the cre findings.